Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Product codes updated.

Event description:
Consumer complaint of low blood results. Caller normally ranges from 140-170mg/dl. Based on parkes error grid analysis, the bias between the lowest result in memory (72) and the highest normal result (170) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.

Event description:
Consumer complaint of low blood results. Caller normally ranges from 140-170 mg/dl. Based on parkes error grid analysis, the bias between the lowest result in memory (72) and the highest normal result (170) is located in zone b/c. No adverse event reported.